Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. H6 device codes corrected.

Event description:
It was reported that a device break occurred, requiring additional intervention. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the stent balloon failed to inflate during the attempted deployment. The physician proceeded to remove the device from the catheter, during which it was observed that the device broke, leaving a fragment inside the patient. To retrieve the dislodged fragment, a retrieval loop was utilized. The fragment was successfully removed, and the procedure was completed using an alternative device. No further patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device break occurred, requiring additional intervention. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the stent balloon failed to inflate during the attempted deployment. The physician proceeded to remove the device from the catheter, during which it was observed that the device broke, leaving a fragment inside the patient. To retrieve the dislodged fragment, a retrieval loop was utilized. The fragment was successfully removed, and the procedure was completed using an alternative device. No further patient complications were reported.